Manufacturer narrative:
The hillrom technician found the hand pendant needed to be replaced. Per the hillrom user manual: to install the pendant into the side rail 1. Position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. 2. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the pendant made the head section run up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).